Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / cramping"), back pain ("back pain"), menorrhagia ("heavy menses, abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy with extraction of essure device). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the pelvic pain, abdominal pain, back pain, menorrhagia, fatigue, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: in (B)(6) 2009 : had essure confirmation test : type of test: not known : results: told device in place. On (B)(6) 2013 : pelvic ultrasound impression: 1. Small cyst on the right ovary with internal echoes likely reflects a hemorrhagic cyst. 2. Otherwise, unremarkable pelvic ultrasound. Most recent follow-up information incorporated above includes: on 3-mar-2018: plaintiff fact sheet and medical records received : the reporter, patient and product information updated. Abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, fatigue added as events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / cramping"), back pain ("back pain") and menorrhagia ("heavy menses"). The patient was treated with surgery (total laparoscopic hysterectomy with extraction of essure device). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain and menorrhagia had resolved. The reporter considered abdominal pain, back pain, menorrhagia and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.